Event description:
Additional information received identified the reported issue has resolved. The patient was treated with symptomatical treatment including fluids and caffeine.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was implanted with a drg system and the patient experienced a postoperative dural puncture headache. No additional information was available at this time.